Manufacturer narrative:
Investigation ¿ evaluation: the cook® single-use holmium laser fiber was not returned. Photographs were not provided. Without the actual device, a physical examination could not be performed. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control data, and specifications was conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history found there have been no other complaints received associated with complaint device lot 8001196. Based on the provided information, no product returned, and the results of our investigation, the definitive root cause for the fiber breakage could not be determined. Monitoring will continue to be performed for similar complaints. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). PMA/510(k): k124030. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the cook® single-use holmium laser fiber tip broke off. The broken piece was retrieved shortly after. No adverse effects or consequences were reported to the patient due to this occurrence.